Manufacturer narrative:
No other complaints have been reported for papettes of this lot # from this or any other source. Papettes are supplied in 25 count bags. Only one sample from the lot that the physician returned and had identified showed signs of damage. The damage is not consistent with deficiencies known to occur during the manufacture of the product. However, it is not concluded that this damage is a contributing factor. Handling and storage conditions cannot be determined at this time. The one identified papette was pull tested for strength of separation. A low separation strength was found, which is consistent with that of a brush that has been removed and reassembled on its handle. The incident was a rare occurrence out of 16 million papette sold in one year. No further action/corrective action required.